Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Event history log review was performed and found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was confirmed. According to the investigation, the pump was found to be displaying "45639" error code alarm message on power up with red screen when batteries were inserted during the investigation. The investigation reported that the device was recent repaired for "bubble dso sensor" issue and the bubbled downstream occlusion sensor seal was replaced and not related to the current issue. However, investigator recommended the pump motor cam flex sensor to be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "ec 45639". No adverse effects reported.